Event description:
Pacs application is erroneously changing the exam status from pending to read w/o a radiologist having rendered a report. This action takes the study off of the active worklist w/o the user being aware that it still should be in the active queue. This results in significant delays in interpretation, which is critical for stat exams.